Manufacturer narrative:
Device not returned for evaluation. Device not returned for evaluation.

Event description:
Via email, an attachment was received, showing an x90 construct, extending down into the sacrum. The bottom most left screw appears to be fractured just below the mid-shaft. No additional information, such as part number or lot number information or dates of surgery, was received with the image. An employee did speak to the principal and the surgeon on the phone on (B)(6) 2017. They indicated that the patient either has had a revision surgery or will be receiving one soon. It is not clear whether any parts will be sent back for evaluation. If any additional information or parts are received, this report will be updated.